Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flowmeter assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit delivered a higher concentration of anesthetic agent then the set delivery rate. There was no report of patient injury.